Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device alarmed when in use and multiple error codes were found in the device error log. There was no patient harm.

Manufacturer narrative:
There was no patient involvement.